Event description:
During the eval of a returned spectrum infusion pump, 1 occurrences of system error 322 alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref # (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The system error 322 alarm was confirmed through an event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The input/output printed circuit board, and processor printed circuit board were replaced.